Event description:
The programmer was returned with no information.. It was analyzed and subsequently tested out of specification and as a result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis found that the device powers up with an error.